Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an inpact admiral to treat a sfa pta lesion. The vessel was non-tortuous. The procedure used a 6 fr sheath and a 0.035" guidewire. The proximal area of the balloon was torn, the torn balloon was noted post procedure. No patient injury was reported.

Manufacturer narrative:
Product analysis: traces of blood were detected into the inflation line. The balloon was returned unfolded. A 0.035" gw was passed from tip to the hub without friction or abnormalities. Negative pressure was applied connecting a manometric syringe to the inflation luer port, and a bubble flow was detected showing a leak. The balloon was inflated connecting a manometric syringe, it was not possible to reach nominal pressure. Leakage was detected on the proximal part of the balloon. Balloon was analyzed through the microscope and a cut was detected on the surface of the balloon. The shape of the cut indicated a scratch. If information is provided in the future, a supplemental report will be issued.